Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 289 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 138 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 237 mg/dl and 227 mg/dl. The product is stored according to specification in the bedroom. The meter memory was reviewed for previous test result history: (B)(6). The customer is testing three times a day (fasting) and is taking medication to control his diabetes (pill form). The customer has not made any recent changes in his diet, exercise regimen, or medication. The customer had a cup of coffee less than two hours prior to performing the back to back blood tests.